Event description:
Per communication: enclosed is an FDA 3500a report which was sent to the FDA on (B)(6) 2014 concerning an oxygen concentrator that was provided to a patient by a local home oxygen company. The patient later presented to the emergency department at regional west medical center and subsequently died. At the time of this report the manufacturer name was not known. On (B)(6) 2014 the home oxygen company provided the manufacture information regarding this oxygen concentrator. It was identified as being an invacare platinum.